Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto 3 system and it was reported that there was no signal available on the carto 3 system and the ep recording system. The lasso catheter was connected to the 20 pole a. Then the lasso catheter signal 5-6 had noise displayed on the carto 3 system and the ep recording system. After swapping to the 20 pole b, there was no signal on carto 3 system and the ep recording system. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since we were unable to verify if the patient's heart rhythm was still visible to the operator, this event has been assessed as a reportable malfunction. Lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a carto 3 system. The lasso catheter was connected to the 20 pole a. Then the lasso catheter signal 5-6 had noise displayed on the carto 3 system and the ep recording system. After swapping to the 20 pole b, there was no signal on carto 3 system and the ep recording system. The procedure was completed with no patient consequence. The biosense webster field service engineer arrived to the account and reproduced the noise issue on the 20 pole a port. The biosense webster field service engineer replaced ECG card 2 and the issue resolved. The second issue with the disappearing signals on the 20 pole b was not duplicated. The biosense webster field service engineer performed the atp test. All tests passed. The system is ready for use. The faulty card was sent to the device manufacturer for investigation. Per the device manufacturer, the customer complaint was confirmed. The ECG card was found faulty: bent pins in the connector p1 of the card caused the noise issue. The defective connector p1 was replaced and the card returned to correct functioning. The device history record review (DHR) was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment